Event description:
It was reported that during pfa isolation, difficulty was encountered when attempting to transition the farawave catheter to go to flower the catheter began sticking and the wire could not be advanced or retracted, the catheter was subsequently removed and replaced, allowing the procedure to be completed with a new device. No patient complications occurred. The device is not expected to return for laboratory analysis.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.